Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for n on-malignant pain. Information was reported that a rep had checked a patient¿s impedances and they were high. Impedances were tested at: 1.5v. 3.0v. The following impedance results were reported: see below. Caller initially ran impedances at 1.5v and provided information below when looking at different reference electrodes: ref 0 - everything greater than 20k ohms except for 2 and 9 ref 5 - everything greater than 20k ohms ref 9 - only 3 and 5 are greater than 20k ohms ref 15 - only 0, 3, 5 are greater than 20 k ohms caller ran impedances at 3.0v and provided information below when looking at different reference electrodes: ref 0 - 3 and 5 greater than 40k ohms ref 5 - everything over 40k ohms ref 9 - 3 and 5 greater than 40k ohms, others between 850-1200 ohms ref 15 - 3 and 5 greater than 40k ohms, other between 750-1100 ohms.